Event description:
The pt/lay user contacted lifescan (lfs) in 2005 alleging that the meter did not power on for about two weeks. The medical affairs specialist (mas) mailed a letter since the pt/lay user could not be reached by telephone for further clarification. Approximately two weeks ago, the pt felt weak and could not test on her meter; therefore she went to the emergency room. In the ER she was treated with insulin. There is no information on what her reading was in the ER. The battery was replaced less than a year ago and the battery contacts were in good condition. The meter did not power on by pressing the power button and the meter was not a new product (out of box). Customer care agent (cca) sent the patient a replacement meter. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the meter not powering on, and the reading in the hosp. The complaint is being reported as an adverse event, since the patient alleged she experienced symptoms and had to go to the hosp due to the meter not powering on and was treated with insulin.